Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The device was also received with a minor scratched liquid crystal display window and cracked case near the display window corners.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. The caller stated that he thought the customer was taking the insulin pump off when it alarmed. He stated that the customer was about to get into the pool but did not believe that the insulin pump had gotten wet. The caller did not observe any significant events leading to the alarm, stating that they were very careful with the device. The customer's blood glucose was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.